Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in both common femoral arteries was completed with two proglide devices on each side, using a pre-close technique, via a 5f sheath prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the foot plates of all four proglide devices did not appear to close completely when the proglide devices were removed from the patient. The proglide devices were difficult to remove. The sheaths were upsized to 14f and 16f and the pevar procedure was completed. Hemostasis was achieved using the same two successfully preplaced sutures and an additional proglide device on each side. There was no reported adverse patient effect or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The foot retraction problem was not confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the foot retraction problem; however, the difficulties removing the device and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.